Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found fluids in the hv tube cover that could have caused a short in the 5v or stator circuitry. The handle sticks were dry at the tank and the tube could be causing arcing. Possible ps1 problems. The ge rep removed and replaced the ps1 ps. He regreased the hv candle sticks and performed a hv operational test. No arcing during test. He cleaned the fluids out of the tube cover area and let it air dry. He checked operation over several minutes and retrieved the tar ball files. The system operates as intended.

Event description:
The customer reported that the system locked up while in use. All displays were illuminated, the touch screen was not working, and there was no pt injury. Also the system is rebooting intermittently. This is possible hv arcing power loss causing reboot.